Event description:
The wife of the pt described the walker as wobbly. The pt claims this is the reason for the fall.

Manufacturer narrative:
Product was returned and reviewed. The detent pin had been forced into the hole then pried out. The prod would no longer function as intended, and walker did not lock properly.